Manufacturer narrative:
Technician found that the brakes would lock and hold, but brake caster would rotate if pushed on side. Replaced brake caster to resolve this issue.

Event description:
Info indicated that the brakes would lock and hold, but brake caster would rotate if pushed on side. No injury reported.